Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6)2008 . During a follow-up performed on (B)(6)2019 , a pop-up message stating that the pacemaker is in standby was displayed. The pacemaker could not be re-initialized since the inductive telemetry was no longer working. According to the physician, the device reached its end of life and was not functioning properly. It was explanted and replaced on (B)(6)2019 . Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Event description:
The subject pacemaker was implanted on (B)(6) 2008. During a follow-up performed on (B)(6) 2019, a pop-up message stating that the pacemaker is in standby was displayed. The pacemaker could not be re-initialized since the inductive telemetry was no longer working. According to the physician, the device reached its end of life and was not functioning properly. It was explanted and replaced on (B)(6) 2019. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).